Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid rca. Two endeavor sprint rx drug-eluting stents were implanted at the proximal rca (abutting), as treatment of complication/dissection/bailout (after stent implantation), to cover target lesion. Investigator did not indicate if dissection event was related to a medtronic device. Patient was asymptomatic/free of symptoms at 30 day follow up and at 6 month follow up. A ptca revascularization (balloon only) of the proximal rca was carried out approximately 10 months following index procedure, due to restenosis after previous ptca. Investigator has indicated that event was related to the study stent.

Manufacturer narrative:
Secondary intervention, additional stents implanted, abutting - evaluation results: dissection.